Event description:
Additional information received from the physician noting that their notes do not report any significant increase in seizures for this patient, so they were unaware of this report.

Event description:
It was reported that the patient has been experiencing seizures more frequently lately. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.